Event description:
The following information was provided: it was reported that the patient's left knee was revised due to instability. A 3x16 insert was revised to a 3x22 insert. No intra-op observations were reported to the rep. Rep confirmed that no further information will be released by the hospital or surgeon.